Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.